Manufacturer narrative:
One opened was received with a tip protector, in a tray with various other components, for the report of no cutting performed during surgery. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port of the needle and orange/brown foreign material on the port face. The probe was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks and wear marks were observed at a couple locations along the inner cutter. Dark foreign material was observed on the tip of the cutter. Adhesive was observed on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure and also indicated that the probe ad an actuation failure. The exact root cause of the cut and actuation failures and the impact of the adhesive on the inner cutter cannot be determined from the evaluation performed. An internal investigation was completed and action has been implemented to reduce the frequency of adhesive on the inner cutter. A photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Additional action with regard to this complaint was not taken by the manufacturing because the exact root cause of the actuation and cut failures could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe did not cut during surgery. Aspiration was present. The probe was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Sample was not received at the manufacturing site for evaluation for the report of the probe would not cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is:(B)(4).